Event description:
An operator of the mode 3100 reported it would sometimes repressurize itself after being placed back on a pt, and at other timer not shut off when removed from a pt. No pt compromise was reported.